Event description:
Healthcare professional reported "discomfort" and 19 years old/ruptured". Healthcare professional later reported "grade 4 capsular contracture" and severe bleed without rupture. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, gel leak, and calcification.